Manufacturer narrative:
Correction umber: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient had difficulty recharging the ipg, and no longer had stimulation. The patient reported weight fluctuations, and felt the ipg may be placed superficially under the skin. The sjm rep met with the patient and confirmed the ipg would not longer communicate with external devices. It was reported the patient had not recharged since august. The patient was working with the physician regarding surgical intervention to replace the ipg.